Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification), observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Additional observations: ¿ yellow particles observed in the surface of the device.

Event description:
Physician reporting rupture of the implant diagnosed by ultrasound examination. This relates to the left device. Device has been explanted and replaced.

Event description:
Physician reporting rupture of the implant diagnosed by ultrasound examination. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Continued: h6-health effect impact code: f1905. Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on june 07, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: a possible missing piece of shell. It is not possible to determine the lot number or catalog through the photos provided.